Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 593 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Customer reverted to an alternate form of insulin therapy.